Event description:
It was reported there was no drug delivered and a volume discrepancy. The volume discrepancy was; actual reservoir volume (arv) = 20 ml, estimated reservoir volume (erv) = 3 ml. X-rays were planned, but had yet to be performed. The medication in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter (lot#; unknown) found the anchor did not properly detach from the ascenda tool caused an occlusion. The entire catheter was received in two segments with the anchor attached. The distal side of the anchor folded inside itself while attached to the catheter body of segment 2. An occlusion was noted during the decontamination of the catheter. A compressed area was seen after pulling the anchor away. The compressed area is at the same location where the folder anchor was found. The catheter was cut into addition segments to help locate the area of the occlusion. Occlusion was found where the catheter was compressed. The anomaly seen is likely related to when the folded anchor was deployed it eventually collapsed the catheter lumen causing an occlusion.

Event description:
Additional information received reported that the patient had a revision in early (B)(6). The catheter was suspected to be blocked. A catheter access port (cap) dye study was attempted, but they could not infuse the dye due to resistance. During the surgery, the catheter was disconnected from the pump, and it was proved to be clogged/blocked, as there was no cerebrospinal fluid (csf). The hcp then worked on the connector; pulled it off, and still had no csf from the spinal segment. They loosened the butterfly/anchor from the fascia; pulled the catheter out 1 cm from the spinal canal, in case of inflammatory mass; and still no csf. They then pulled out the rest of the catheter, and csf came flooding out from the puncture site. The surgeon suspected the obstruction to be where the anchor/butterfly was on the catheter. During the primary surgery, when the catheter was implanted, there was a csf response on the distal part, but it was thought it also could be from before the anchor was dispensed.

Event description:
Additional information received reported the healthcare professional (hcp)had terminated the therapy and was waiting for troubleshooting in a couple of weeks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a dye study was attempted. X-ray confirmed the needle was in the catheter access port (cap) but, they were not able to retract/aspirate drug and cerebrospinal fluid (csf), nor infuse/inject the dye. It was then stated, "so the catheter [was] not open". The catheter would be replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies to the event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.